Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient has had an increase in atrial burden and that the battery power consumption seemed high. Data analysis revealed that the atrial fibrillation (af) burden has been higher than previous follow-up. Thus, power consumption has increased and longevity has changed with the power consumption. The field representative was to follow-up with the physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.